Event description:
The event involved a tego connector, and it was reported that, at the beginning of the treatment, blood was observed in the tego. There was patient involvement but no patient harm.

Manufacturer narrative:
The device has been requested for evaluation; however, it has not yet been received. (B)(6).